Manufacturer narrative:
The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with molding defect. There was no report of injury or medical intervention.

Manufacturer narrative:
One physical sample and two picture samples were received for evaluation by our quality engineer. Upon visual inspection of the samples, the syringe tip was observed damaged. A device history record review did not reveal any documented quality issues during the production of lot number 1802233 that could have contributed to the reported/observed defect. Areas in which the product may come into contact with the machinery are protected to avoid potential damages during transport. The exact location of the impact cannot be identified. The observed defect was caused by an undetected hit during the transport or manufacturing process.

Event description:
It was reported with the use of the bd plastipak concentric luer lock syringe there was an issue with molding defect. There was no report of injury or medical intervention.